Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received spi to motor pic communication error every 15 minutes since 1 am. The customer's blood glucose was 75 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm noted during testing. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.